Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), it was found that there was a mechanical damage of the iab catheter port on the pneumatic module assembly (pim) of the cardiosave intra-aortic balloon pump (iabp). The inner surface of the connection point was scratched so plug or balloon end piece do not seal enough. This could lead to manifold tests failure in service mode or autofill failure in operational mode time-to-time. Defect was caused by customer's wrong procedure or manipulation. The customer was not aware of the damage. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered reported that the affected cardiosave iabp has been already repaired. A complete pneumatic module assembly was exchanged and annual preventive maintenance including electrical safety measurement has been completed. The iabp unit is functional, safe for use and handed to the customer for clinical use.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. The initial reporter is a getinge employee. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had damage to the iab catheter port on the pim. The customer was not aware of the damage. There was no patient involvement, and no adverse event reported.